Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: guide wire separation. It was reported that the target lesion was the distal lcx with moderate tortuosity, mild calcification, and 90% stenosis. Two attempts were made to cross the distal cx with another company's guide wires, but both were unsuccessful due to the heavy tortuosity. The guide wire was changed to the pilot 50, which was able to cross and another company's stent was implanted. The pilot was pulled out of the lesion when the stent delivery system was removed. It was re-inserted to the distal cx, but the torque did not appear to reach the tip at the ostial cx. The pilot separated when add'l torque was applied. The separated guide wire was removed from the patient's body using a snare device, and there was no health impact on the patient. It was further noted that when the pilot reached the distal cx, the tip was 'j' shaped. No add'l event or patient info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated at 4.5 cm proximal to the tipball. The jacket was stretched at the separation. There were four kinks in the core, 1.5mm, 6mm, 1.8cm, and 2.1cm proximal to the tipball. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. The sem analysis showed that the guide wire had been excessively fatigued at the core and then failed from ductile overload. The cause of the fatigue is not described in the incident info although the case info said that the guide wire was in a j shape when it reached the distal cx. In this case, overbending and damage to the core as the guide wire was advanced could have caused overbending, rapid fatigue of the core. Historical info suggests that the most common cause of excess fatigue happens from leaving the guide wire prolapsed for an extensive time. Then the bend cycling from the beating heart accelerates wire fatigue. In this instance, it is not known if the described j shape was a prolapse of the guide wire during the procedure or from over bending; therefore, the cause of the fatigue is unk. Overall, the cause of the fatigue and ultimate guide wire separation could not be determined, but there was no apparent quality issue detected in the analysis. The separation appears to be related to the circumstances experienced during the procedure and not a mfg related quality issue. This is a very low-level failure mode that is monitored. Mfg assures the quality of the guide wire tips through visual and dimensional inspections and 100% non destructive pull test of the tip. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.